Event description:
While performing endoscopic hernioohophy, endoscopic stapler failed to 1) form staple shaper properly, 2) release staple, 3) grasp tissue adequately. Use was abandoned; case completed as "open procedure". Vendor representative contacted. Defective unit returned to himdevice labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: invalid data. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.